Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of inadequate dialysis / caregiver not adequately giving treatment, membrane failure, touch contamination, and bacterial peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2012, dianeal therapy was withdrawn and the patient was started on hemodialysis. On an unreported date, the patient received inadequate dialysis or the caregiver was not adequately giving treatment. On an unreported date, the patient experienced touch contamination. On (B)(6) 2012, the patient was diagnosed with membrane failure and bacterial peritonitis. On (B)(6) 2012, the patient was hospitalized for inadequate dialysis, membrane failure, and bacterial peritonitis. Treatment was unknown. The patient was still hospitalized. The cause of peritonitis was touch contamination and membrane failure. The patient had not been retrained. Inadequate dialysis / caregiver not adequately giving treatment, membrane failure, and bacterial peritonitis were all recovering. Touch contamination was not recovered.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd891093, gd890525, and gd889493 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.